Event description:
Bbraun infusomat space pump low adsorption set IV tubing too short to fit into bbraun IV pumps. This happened with multiple tubing on two different days. Lot number is the same but some tubing is fine and others are too short. Every tubing has to be tested/measured in IV pump when opened to make sure it will work before spiking the medication bag. FDA safety report ID# (B)(4).